Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent a gynecological procedure in order to treat dysfunctional uterine bleed, pelvic pain, and stress urinary incontinence and mesh was implanted along with the concurrent procedures of total laparoscopic hysterectomy with left salpingo-oophorectomy. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure, and has undergone multiple surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2010 the patient underwent a gynecological procedure and mesh was implanted due to dysfunctional uterine bleed, pelvic pain, and stress urinary incontinence; concurrent procedures of total laparoscopic hysterectomy with left salpingo-oophorectomy. It was reported that the patient experienced pain, erosion of her internal bodily tissue, urinary problems, recurrence and other injuries following the procedure, and has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
The patient experienced pain, urinary problems and recurrence. (B)(4).